Event description:
Please refer to mfg. Report # 6000153-2012-00218, as the event was originally reported on the lead. After additional review, it was deemed necessary to system report this event with the external neurostimulator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the percutaneous extension, number 3 electrode barrel, rotated inside the extension while the physician was tightening down setscrew with torque wrench during surgery. Subsequent information received reported that the patient was reprogrammed and felt no sensation of paresthesia. There were no malfunctions seen or cause of issue. It was noted that the lead was going to be re-implanted the next day. Patient outcome was unknown at that point with the surgical intervention pending. Further information received reported that the patient's re-implant went great and he was receiving effective therapy. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_perc_extension, product type: extension; product ID 3889-28, lot# va01czm, product type: lead. (B)(4). The initial MDR was filed as MFR. Report # 6000153. Additional review showed the correct manufacturing site was site # (B)(4).